Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe, luer slip with needle there was an issue with mixed products. There was no report of injury or further medical intervention.

Manufacturer narrative:
100 actual samples were received. 59pcs were found with wrong needle length. The samples were subjected to visual inspection. Needles in different length were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Manufacturing process has been reviewed from needle assembly process to syringe assembly process. According to the material transaction records, there was one bag (15kpcs) of needle (25g 1in) transferred wrongly to syringe assembly process by utility technician. The most probable root cause could be due to wrong material issued to syringe assembly process, the associate might have detected the wrong needle material after loaded into the hopper and have sorted out the wrong material from the hopper. However, it was suspected that the clearance of wrong material was not done properly.

Event description:
It was reported with the use of the bd syringe, luer slip with needle there was an issue with mixed products. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported with the use of the bd syringe, luer slip with needle there was an issue with mixed products. There was no report of injury or further medical intervention.